Event description:
The customer reported approximately five hundred (500) milliliters of blue turquoise fluid leaked from the front of the unit involving coulter lh 500 hematology analyzer. The customer turned the unit off. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) noted the unit displayed download not successful system error upon arrival. The compressor was not activating, resulting in vacuum and pressure values out of range. The unit was not operational. The fse noted clenz solution leaked from the bellows and the compressor shelf. The fse discovered the vacuum water trap was too full and prevented fluid in the bellows to not drain from the high vacuum line. The fse noted the float inside the vacuum trap was stuck to the bottom of the vacuum trap jar due to previously dried-up liquid which allowed the clenz cleaner solution to flow to the compressor. The fse emptied the fluid in the vacuum water trap and replaced the waste line for needle. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).